Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
A depuy (B)(4) supplier examined the returned instrument and confirmed two of the four teeth broke off. Review of the device history records found the product conformed to the required specifications and found no manufacturing deviations or anomalies. Previous investigations found a trend has been identified for this failure mode. A health hazard evaluation meeting was conducted on july 2, 2013 and identified a potential harm; documented in (B)(4), completed on september 25, 2013. Mdd (B)(4) was initiated on july 19, 2013 to determine root cause and corrective actions needed. The issue and harm was forwarded to the quality review board who determined no bond is required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Procedure: reverse total shoulder replacement. The crowns on the tip of the screwdriver broke off. Nothing fell into patient. Continued to use the same instrument to finish the task. No delay to procedure. No adverse event to patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.